Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter alleged that the pump was emitting multiple cs 088 call service alarms. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint was confirmed in the pump history but not duplicated during testing. The black box shows evidence of alarms. A 24hr duration test was successfully completed with no call service alarms being duplicated. Removed pump cover; no evidence of internal moisture was observed. No damage to the transceiver flex or pcb was found. Unrelated to the complaint, the battery compartment is cracked on the side from threads to cover.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.